Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The dealer stated that the unit will not alarm and is not putting out air.

Manufacturer narrative:
The underlying cause documented on the return fields in (B)(4) is defined as: other, unable to test; unit is beyond repair due to rodent infestation affecting multiple components.

Event description:
The dealer stated that the unit will not alarm and is not putting out air.